Event description:
Additional information received stating that the issue was not resolved even when switching of the emg tube 3 times, changing the probe, restarting the unit, changing the pi boxes. There was no patient injury.

Manufacturer narrative:
H3: product analysis of the device found that visually, the sample had a yellowish white colored residue on the cuff balloon when returned. Electrically, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were, 2.9 ohms (blue), 3.5 ohms (blue with clear tubing), 3.7 ohms (red), and 2.9 ohms (red with clear tubing) which were in specification. Functionally, the sample was connected to a nim system, at separate times, and the electrode leads were submerged in a saline solution to perform functional testing. It passed the respective electrode checks and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the tube or the wires. In return condition there was no out of specification condition that was related to the event. Previously applied codes of fdm b17 and fdr c20 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroidectomy procedure vocalis 1 would pass electrode check, checked the position of the emg tube and rotated it slightly, then it passed the electrode test. The unit continued to failed the electrode test multiple times afterwards resulted in changing the emg tube 2 times with overall of 3 tubes being used without allowing vocalis 1 to pass consistently. The electrode would pass but the unit would not stimulate. It has been confirmed that it was on the vagas nerve visually and tried to stim and still had no result. The nim vital would not consistently pass the electrode check and would not stim even when it was positive to be on the nerve and could physically feel it. Switching of the emg tube 3 times, changing the probe, restarting the unit, changing the pi boxes. Ultimately, the nim unit had to be not used throughout the procedure. The procedure delayed by 60 minutes and completed using the reported products. There was no patient injury.

Manufacturer narrative:
The report number for device used in the same event is: 1045254-2024-00074. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.